Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossing into station. A technical service specialist logged into to station hscneuro and checked patient shown on the station, confirmed that the issue resolved by hospital information technology team. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis medstation system, the patient order was not crossing to the station. The customer reported that the user was able to see the patient in hscortho but not in hscneuro. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.